Event description:
It was reported that during use on a patient, while the transport nurse was trying to switch from the hospital¿s cardiosave intra-aortic balloon pump (iabp) to the transport cardiosave of air methods medina oh base, an autofill failure occurred on the transport unit. The staff attempted several times without success. The staff noted all connections were secured but described hearing a hissing noise from the back of the iabp unit. The staff switched back to the hospital iabp for transport to uh cleveland medical center without issue. No patient harm or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and upon inspection, it was found that the console cover and the pressure hose were damaged. The fse replaced the console cover, the pressure tube and performed and completed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. The full name of the event site is (B)(6) medical center.

Event description:
It was reported that during use on a patient, while the transport nurse was trying to switch from the hospital¿s cardiosave intra-aortic balloon pump (iabp) to the transport cardiosave of air methods (B)(6), an autofill failure occurred on the transport unit. The staff attempted several times without success. The staff noted all connections were secured but described hearing a hissing noise from the back of the iabp unit. The staff switched back to the hospital iabp for transport to (B)(6) medical center without issue. No patient harm or adverse event was reported.